Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error. Fse reproduced the reported error by monitoring the bf wash probe while running qc. Fse found plastic tube on bottom of wash probe 1 damaged and replaced the bf wash probe 1. The customer performed calibration and qc runs without error and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The most probable cause of the reported event was due to failure of bf wash probe 1.

Event description:
A customer reported bf wash probe tip falling off during quality control (qc) run on the aia-2000 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.